Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose of over 600mg/dl. The customer treated with an IV drip. Customer indicated that their doctor has been contacted and their blood glucose value was 288 mg/dl at the time of the call. Troubleshooting was declined by customer and they wanted to document the incident only. No further details given.